Event description:
It was reported the patient had a bump at their neurostimulator site and it was causing them pain and discomfort. The physician discovered the bump had green pus coming out of it. The patient was prescribed a two-week course of antibiotics. After the course of antibiotics, the patient stated they were still experiencing pain and green pus was still oozing from the neurostimulator site. In the meantime, the patient was advised to set up an appointment with the physician and turn their device off. The patient had an appointment with their physician. Since the appointment, the patient's device was left off. The physician assessed the patient. The lead and neurostimulator were exposed and the incision was open and draining. The patient was scheduled for an explant. Per the nurse, the patient was seen last (B)(6) and reported they had fallen in a creek 1-week post-op and has not been seen again since last year. The patient had a procedure scheduled with the physician on (B)(6) 2205. The patient had their device explanted on (B)(6) 2026. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block b5: incident description. Block e1. H11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "dehiscence", "discomfort", "erosion, pocket", "infection", "pain" and "purulent discharge" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had a bump at their neurostimulator site and it was causing them pain and discomfort. The physician discovered the bump had green pus coming out of it. The patient was prescribed a two-week course of antibiotics. After the course of antibiotics, the patient stated they were still experiencing pain and green pus was still oozing from the neurostimulator site. In the meantime, the patient was advised to set up an appointment with the physician and turn their device off. The patient had an appointment with their physician. Since the appointment, the patient's device was left off. The physician assessed the patient. The lead and neurostimulator were exposed and the incision was open and draining. The patient was scheduled for an explant. Per the nurse, the patient was seen last july and reported they had fallen in a creek 1-week post-op and has not been seen again since last year. The patient had a procedure scheduled with the physician on (B)(6) 2025. The patient had their device explanted on (B)(6) 2025. There were no additional patient complications reported.

Event description:
It was reported the patient had a bump at their neurostimulator site and it was causing them pain and discomfort. The physician discovered the bump had green pus coming out of it. The patient was prescribed a two-week course of antibiotics. After the course of antibiotics, the patient stated they were still experiencing pain and green pus was still oozing from the neurostimulator site. In the meantime, the patient was advised to set up an appointment with the physician and turn their device off. The patient had an appointment with their physician. Since the appointment, the patient's device was left off. The physician assessed the patient. The lead and neurostimulator were exposed and the incision was open and draining. The patient was scheduled for an explant. Per the nurse, the patient was seen last (B)(6) and reported they had fallen in a creek 1-week post-op and has not been seen again since last year. The patient had a procedure scheduled with the physician on (B)(6) 2205. The patient had their device explanted on (B)(6) 2026. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).